Event description:
It was reported the subject device had a distal end light guide lens missing during the cleaned, disinfected, sterilized process. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Corrected fields: d2a a root cause could not be identified. Based on the results of the investigation, neither a probable cause could be found that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.